Event description:
It was reported that the customer's insulin pump was accidentally scanned by an MRI machine when the customer was rushed to the hospital for an unrelated emergency. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test, and the device was received with motor error alarms during rewind as a result of the motor encoder signal being out of phase. Unable to confirm unexpected off no power alarm. The insulin pump passed the operating currents.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.